Event description:
It was reported that the patient experienced a change in therapeutic effect. The patient's pain levels were not responding to the pump for two weeks. The patient had return of symptoms and was not getting pain relief. There were no volume discrepancies noted at refills, nor was the concentration of the medication changed. The pharmacist indicated no issues with the medication. The pump contained morphine and bupivacaine. It was reported that 1-2 weeks ago the patient felt a lot of pain, every muscle was tensed, and her teeth were chattering because she felt cold. The patient had been undergoing biofeedback therapy and infrared sauna use. The relationship of these therapies to the patient's symptoms was unknown. Further troubleshooting was being considered. Additional information has been requested, but was not available as of the date of this report.